Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller going into backup mode was confirmed. A review of the downloaded log file spanned approximately 21 days ((B)(6) 2018, (B)(6) 2019, (B)(6) 2020 per time stamp). All data prior to (B)(6) 2020 is not relevant to this investigation. The end of the log file did not show the driveline being disconnected or the controller being powered off which indicated the controller went into backup mode. No other notable alarms pertaining to the controller were active in the log file. The returned system controller, serial number (B)(6), was functionally tested and found to operate as intended during analysis. No atypical alarms were produced during testing. The controller was able to support pump function for an extended period of time. The device did not go into backup mode while testing. A root cause for the reported event cannot be conclusively determined through this investigation. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 03nov2017. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms and backup mode. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's pump exchange was reported under manufacturer report number 2916596-2020-05270. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller went into backup mode during a heartmate ii to heartmate 3 pump exchange. Data was unable to be retrieved from the controller and it was exchanged. After turning on the pump the patient had low flow alarms. The speed on the previously implanted heartmate ii was 8600 and the patient's heartmate 3 speed was now at 5200. Low flow software was requested by the surgeon due to the left ventricle competing, which resulted in the lower lvad flows. The low flow software upgrade was performed on the back up controller, which was now placed as the primary, and the primary controller had the low flow software upgrade performed and will be the patient's back up controller. The controller exchange was performed without issue.